Event description:
Customer reports low recovery with the triage bcis bnp control lot #329599. Recovery is outside 2sd, with level 3 just within 2sd. Customer also reports having the problem after re-calibrating with a new lot number of calibrator. Customer borrowed a different control lot number from a sister lab and control recovery was fine.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
CAPA (B)(4) was initiated due to an increase in bio-rad and other third party control complaints of lot to lot patient sample bias associated with two affected beckman triage bnp for bci reagent pack lots. The root cause was due to a new goat anti-biotin antibody pool which caused patient samples and specific commercially available third party controls to recover differently compared to previously released reagent lots. The qc testing process and samples used did not detect these differences because they performed differently lot to lot than patient samples and specific additional commercial controls. Actions involved discontinuing the purified lot of goat anti-biotin used in the affected lots and qualifying a new lot. In addition, patient sample correlation set testing used for the qualification of the new goat anti-biotin will be implemented as part of the released testing of subsequent reagent lots. Complaint rates were monitored for over 6 months with significantly reduced rates, therefore, the CAPA was deemed effective and closed.